Event description:
It was reported that "the catheter was used for thrombectomy on (B)(6) 2010. The patient had thromboembolism and renal failure. Cardiovascular surgery was also performed at the same time. When customer tried to remove a thrombus in the right graft, the balloon was detached and it remained inside patient body. It is unknown whether this condition was caused by the detached balloon, but the peripheral blood flow was poor so that another surgery was planned on (B)(6) 2010." Additional information received from sales rep on 28 jul 2010: it was reported that it was a hard thrombus since it was formed in the graft for right femoropopliteal artery bypass. Peripheral ischemic condition was improved after the thrombus ablation performed later. The detached balloon might have been retrieved during the thrombus ablation, but it is unknown whether it was retrieved or not.

Manufacturer narrative:
Evaluation summary: customer report was confirmed. The catheter was returned with the balloon and both proximal and distal windings pulled off the catheter tip and were not returned. No visible damage to catheter body.